Manufacturer narrative:
A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler cassette and the patient experiencing an alleged overfill due to reports the cycler was not draining the patient and the patient¿s peritonitis event. At this time, the etiology of the patient¿s peritonitis infection is unknown. Additionally, there is no ccpd treatment data available at the time of this investigation to confirm whether nor not the liberty select cycler malfunctioned in any way to cause an overfill. Based on the available information, causality cannot be fully determined. Further information has been solicited. The alleged event is not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. Per (not draining (no alarm) the patient line was clamped during drain 0 and a drain complication alarm occurred as intended. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported that the liberty select is not draining the patient and that the patient was treated for peritonitis. Follow up with the patient¿s peritoneal dialysis nurse indicates that on (B)(6) 2018, this patient on continuous cycling peritoneal dialysis (ccpd) went to the emergency room experiencing abdominal pain and cloudy pd effluent. A pd effluent culture was performed indicating a white blood cell (wbc) count of 20.9, organism growth pending. The patient was imitated on intra-peritoneal (ip) vancomycin (unknown dose) twice weekly for 3 weeks on an outpatient basis. At the time of this clinical investigation, the patient did not warrant hospitalization for the event. It was reported the patient continues pd therapy. It was reported that the patient contracted peritonitis due to the patient not following proper aseptic technique. Additional information was solicited. The liberty select was replaced.